Manufacturer narrative:
(B)(4). Occupation: quality engineer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was selected for an unspecified procedure. Upon opening the package, a hole was found on the head of the drainage catheter. The procedure was completed with a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, quality control instructions, device history record, instructions for use (IFU) and a visual inspection of the device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a puncture at the distal end of the catheter tubing, with no other damage to the catheter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could contribute to this failure mode; however, these non-conformances were noted in quality control and have a 100% inspection. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.